Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. A philips field service engineer (fse) confirmed the speaker was not working. The fse replaced the speaker and the mainboard to address the issue. The device was operational after repairs were completed.

Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating that there was a speaker malfunction. The device was in clinical use on a patient at the time of the event. There was no adverse event.